Manufacturer narrative:
The customer returned the contour® next usb meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, the returned meter and the in-house contour® next test strips from lot # 4bheg03a were used for in-house testing, using blood spiked with glucose at 135 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits. The results obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
Sections d4 (kit lot #) and g4 (510k#) have been updated.

Manufacturer narrative:
The patient/ family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next usb meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Gudid information does not exists, as the device was manufactured before the UDI implementation date. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour® next usb meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.